Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample from a cobas 6000 e 601 module. The initial result with a 1:10 dilution was 1.88 uiu/ml. The repeat result with a 1:10 dilution was 149.7 uiu/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 240444. The expiration date was provided as " 08/2018". The field service representative found the customer was not following the recommendations for maintenance and the volume of the sample in question was low. Per product labeling the recommended dilution ratio is 1:100 and the concentration of the diluted sample must be > 100 miu/ml. A general reagent issue could likely be excluded as the provided qc data was within expectations. The investigation was unable to find a definitive root cause.